Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward firing condition was noted at 40,000 joules. Per the customer, the fiber forward fired during the procedure while inside of the patient. There were no issues with the patient as a result of this. The fiber tip was cleaned. The fiber aim beam was good until the fiber end fire occurred. There were no observations leading up to the incident. There were no error codes displayed on the laser console when this event occurred. The procedure was converted to turp.